Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urgency frequency. It was reported that the reason for the call was the patient's spouse reported that for the last several weeks, the patient had been experiencing quite a bit of discomfort from the stimulation. The caller stated the patient thought it was because they went through a security scanner at a museum and forgot to tell people that they had the implant but then admitted that it was probably more likely that the patient had had a recent adjustment to the stimulation but then the stimulation started to cause them discomfort after some time. Patient services reviewed external devices with the caller and patient and walked the caller through entering into the correct application, pairing the external devices and connecting to the patient's implant settings. The therapy was on and the caller was able to decrease the stimulation to a comfortable level for the patient. The troubleshooting steps that were taken on the call resolved the issue and external devices were functioning as intended. The caller said it was probably because they'd been doing something wrong with the external devices which led to them not being able to connect. The caller then provided relevant medical information: caller said they were calling for the patient because the patient didn't hear well. Caller also mentioned they were currently in (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.